Manufacturer narrative:
The insulin pump passed all functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had normal operating currents and no unexpected off no power or low battery alarm noted. Device had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that he experienced high blood glucose with nausea, abdominal pain, chest pain, vomiting, shortness of breath and gastroparesis and was hospitalized on (B)(6) 2015. He had been experiencing high blood glucose since (B)(6) 2015 and had not been wearing the insulin pump since (B)(6) 2015. Blood glucose value at the time of admission was over 460 mg/dl. The customer was not wearing the insulin pump at the time of the incident. Customer stated the drive support cap is recessed. The customer declined troubleshooting because the insulin pump had no power since the battery cap could not be removed. Battery cap damage occurred on (B)(6) 2015 and blood glucose was over 300 mg/dl. The doctor stated he had kidney damage and was under observation. Most recent reading was 285 mg/dl. The insulin pump was replaced and returned for analysis.